Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion stent delivery system (sds) with the product mandrel and balloon protector. The balloon was tightly folded with the stent secured on the balloon. The proximal end of the stent was exposed which indicates the balloon protector was not in the manufacturing position. The product mandrel was lodged underneath the balloon protector. The shaft was separated/detached at the port weld. The material of the separated ends was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented bunching of the shaft at the guidewire exit notch. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During preparation for a stenting treatment procedure, a shaft fracture occurred. During preparation, as the tech was removing the stylet from the 3.5 x 16mm ion mr stent delivery system there was a shaft separation noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
During preparation for a stenting treatment procedure a shaft fracture occurred. During preparation, as the tech was removing the stylet from the 3.5 x 16mm ion mr stent delivery system there was a shaft separation noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.